Event description:
Follow up information indicated that the condition was slightly improved with beta blocker administration, and thus treatment with blood transfusion was terminated and the patient was discharged. The pvl was a probable cause of the hemolysis.

Event description:
Follow up information indicated that the condition was slightly improved with beta blocker administration, and thus treatment with blood transfusion was terminated and the patient was discharged. The pvl was a probable cause of the hemolysis.

Event description:
During a tavr procedure using a 2 mm sapien 3 ultra resilia valve, post deployment showed that there was mild paravalvular leak (pvl). Approximately one month after tavr, hemolytic anemia developed. At the time of this report, the patient was being hospitalized and treated with beta blocker and receiving blood transfusion continuously. At the time of this report, effective orifice area (eoa) was 0.96 effective orifice area index (eoai) was 0.71, and it was reported of patient prosthetic mismatch (ppm). Per medical opinion, it was unknown if the event occurred because of sapien 3 ultra resilia valve or the high-flow hemodialysis. There were many possible factors, and the cause could not be determined. Additional information found that the patient had a horizontal aorta, and the aortic area was in 20mm valve area depending on CT slices, with the maximum area of 358mm2. The date of hemolytic anemia noted and the degree of pvl were unknown. The heart team suspected that blood cells were destructed while the pvl was passing through the outer skirt of sapien 3 ultra resilia valve.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (age, gender) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: valve remains implanted.

Manufacturer narrative:
Correction to h6; device code, investigation findings, per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factor (undersized valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over, the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is the break down due to mechanical damage, such as from heart-lung bypass or as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild to moderate paravalvular leak (pvl) and/or dialysis may have caused or contributed to this event. May have caused or contributed to this event. A review to edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training materials have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation.

Manufacturer narrative:
Update to b4 and b5.

Event description:
On post operative day (pod)-23, hemolytic anemia developed. As of pod-46, the outcome was reported as "resolving".

Event description:
Follow up information indicated that the condition was slightly improved with beta blocker administration, and thus treatment with blood transfusion was terminated and the patient was discharged. The pvl was a probable cause of the hemolysis.

Manufacturer narrative:
Update to a4 and b5. Correction to h6; device code.

Event description:
Additional information provided that the patient received anti-thrombotic therapy with aspirin 100mg/day. The patient was treated with beta blocker (carvedilol). After drug administration, anemia was improved and only hemolysis remained. The patient is under monitoring.